Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection was unstable and dropped offline sporadically. A technical support specialist shared findings with customer, patients have been removed as unit to serve by cathlab device, no reported issues of reoccurrence so case has been marked close. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, station connection was unstable and dropped offline intermittently. The customer stated that this malfunction caused a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.